Manufacturer narrative:
Review of case, and information provided directly from the end-user noted the incident was most likely caused by the incorrect use of the smartdrive. No claims or allegations were made of a product malfunction having occurred. The had the ability to turn off the smartdrive via a double tapping motion, but chose to attempt to disengage the smartdrive through the display. The user is aware of alternative control devices that can be used to stop the smartdrive during drive. The different ways to disengage the smartdrive were re-reviewed with the end-user. The user is in possession of a speed control dial and the switch control buttons, both wired options that can be used with a smart watch to disengage the smartdrive device. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Permobil ab received a report claiming while under power using the mx2+ smartdrive device, the user lost control of their smartdrive while attempting to stop it using the display on their galaxy watch. The end-user reported being unable to do so as they were wearing wool gloves that do not work on touch screens. Report claims the wheelchair became stuck in a hole in the gravel, which caused the end-user to fall out of seating to the ground where they sustained injuries requiring medical intervention to address.